Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 500-907 mg/dl. Correction manual injection was delivered to address bg. The customer will continue to use an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified.